Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they gained 40 pounds in the last 2.5 months (they went from 130 pounds to 170 pounds), which was when they started to feel like they had an infection. The patient said they were having intermittent pains on their leg that went all the way up to the ins, and they had that pain this morning when they woke up. The patient mentioned that they gained 40 pounds because they were taken off of their thyroid medication so they could take blood thinners, then they lost 30 pounds when they were put back on their thyroid medication. The patient said they took antibiotics because they thought perhaps the sudden weight gain and weight loss was a shock to their system that might have affected the ins. The patient said they could hardly turn over on the side of the body that they were feeling the pain. Although the patient felt like the ins might be infected, they said the therapy was still helping with the symptoms it was indicated for. The patient mentioned that they were currently living in missouri and won't be going back to florida until january, so they asked if the ER at a local hospital would be able to do a diagnostic ultrasound to determine whether there was an infection associated with the ins. Agent reviewed diagnostic ultrasound compatibility. The patient was redirected to their healthcare provider to further address the issue. The patient indicated that they will further address the issue at a local hospital. .

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.